Event description:
It was reported the pt presented with a right middle cerebral artery (mca) aneurysm. As the physician was attempting to place the first coil (subject device) into the aneurysm, the coil reportedly "snapped inside the microcatheter", which resulted in a portion of the coil protruding into the parent vessel from the aneurysm. The physician made an unsuccessful attempt to capture the coil with a snare. During the attempt to utilize the snare, a small thrombus allegedly formed and was dissolved following the administration of reopro. The physician successfully implanted a stent to pin the loose portion of the coil to the vessel wall. After stent placement was completed, the physician proceeded to implant approx. Sixteen more coils of various sizes and brands when the same phenomena of the coil breaking in the microcatheter occurred again. The physician was able to "push" the coil into the aneurysm with the microcatheter. Two more non-boston scientific coils were implanted following this second event. Due to the reopro administered for the thrombus earlier in the case, some bleeding was noted. However, imaging showed the pt had recovered.